Manufacturer narrative:
Initial and final MDR (B)(4) - MDR - device 5 of 6. E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that patient faced 6 infusion set cannula bent events on 10-may-2024. The insertion site was at arm. Infusion set has been used for 1 day. Customer had sufficient subcutaneous tissue where set was inserted. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.